Event description:
The customer's mother reported that her son was hospitalized for high blood glucose. The customer's mother hung up the phone and no further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.